Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the patient hand pendant. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Replace the pendant if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account's technician replaced the patient hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was not placing a nurse call. The bed was located on 4 east at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).